Event description:
It was reported that a pta balloon circumferentially ruptured during the first inflation to approximately 8 atms while being used to treat a stenosis in the subclavian vein. The balloon was inflated within a 12 x 60 stent using a syringe. During removal from the treatment location, the distal portion of the balloon inverted on itself and could not be completely withdrawn into the sheath. An incision was made at the access site and the introducer sheath and the balloon were removed simultaneously from the patient. There were no pieces missing from the balloon. Two weeks later, the patient presented to the emergency room with bleeding from the access site. Pressure and an embolic agent was applied in attempt to stop the bleeding, however this proved unsuccessful. The patient was taken to another facility where a stent graft was implanted within the disrupted access site. The additional intervention was reported to be successful. The patient is reported to be in good condition.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway. It was reported that the balloon was inflated within a stent. This application represents an off label use for this device. This device is not indicated for use in stents.